Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead had been lost to follow up for years. They were scheduled for a routine device replacement. Prior to the procedure the local area representative interrogated the device and noted that this lead was electrically deactivated. The lead was electrically activated however capture could not be obtained. An x-ray was performed which confirmed lead dislodgment. Based on limited available medical records it is suspected the dislodgement occurred shortly after implant. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.